Manufacturer narrative:
Reported event of basket detached prematurely. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure: manufacturer report # ¿s 3005099803-2014-02101 and 3005099803-2014-02102. It was reported to boston scientific corporation that an rx lithotripter compatable basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, while attempting to capture the gallstone for approximately 10 to 15 minutes, the basket failed to capture the stone and the tip of the basket detached prematurely into the patient¿s duodenum. A second lithotripter was then introduced into the patient and when attempting to capture the gallstone, the tip of the basket detached prematurely into the cystic duct. The procedure was completed by using a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok."